Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there poor coupling with recharging. It was reported that there was difficulty recharging and the patient will see 8 bars, but it will quickly get to two bars then to zero. The reported stated that the patient has always had problem with charging. Some sticky patches and a proper placement of recharger antenna were introduced but that did not resolve the issue. A reset was done but that did not improve the result. It was reported that the patient could communicate with another external device. It was reported that a replacement antenna will be sent to the patient and if that doesn¿t resolve the issue, then they may have to consider x-ray to check the ins pocket and how the ins is sitting in the pocket. The rep indicated that the ins placement is within expected placement depth. No patient complications have been reported because of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the caller stated her insr is not working properly and her rep sent her a new ins recharger antenna to try however that did not help it so the rep told her to call in. The caller stated her ins will never charge all the way to 100%. The patient was asked if she gets good coupling. The patient stated she gets 8 boxes at first but then they immediately drop to zero. The caller stated it will take them up to 8 tries to even get it to the charging screen. The patient does not have her equipment with her. The caller stated she has never discussed the issue with the healthcare provider (hcp) only with the rep. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 e8 (rep) additional information received from the rep reported that they added group c, hd evolve programming and cycling 5/5. Did some teaching with recharging while using adhesive patches and elastic belt and advised patient to charge 1-2 time a week rather than once every other week.

Manufacturer narrative:
Correction applied to indicate adverse event and product problem. There was a product problem and non-serous adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative stated that the consumer reported that they have received the replacement antenna, but the same issue was occurring, taking hours to charge and dropping from 8 to 0 coupling. It was reported that the consumer stated that there was sore over implant and could be from trying to charge so long. The manufacturer representative requested that a replacement recharger be sent to the consumer and will follow up with the consumer at their follow up appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative stated that the patient received a new recharger, but it is still the same result. It was reported that the patient has appointment to make a follow up with their healthcare professional.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, lot# serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018, reporting that they were having trouble with their stimulator. No further information was able to be received as the person on the line didn't answer. Additional information was received from the manufacturing representative (rep) on 2018-02-20, reporting that the cause of the patient not being able to charge their ins to 100 percent, their poor coupling issues and the issue of the recharger not working properly were not determined. The rep stated that a new recharge antenna was sent to the patient, but the device acted the same. The rep requested that the patient get a new charger. The patient reported to them today that they called patient services for a recharger, but they would not ship a new charger, because they didn¿t have their serial number. The rep encouraged the patient to call patient services again today. The patient¿s issues have not been resolved. No further complications were reported/anticipated.